Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported the events of left side ¿intracapsular rupture¿, ¿small hypercaptant nodules", "oval nodules, circumscribed", "probably benign nodules in left breast¿, and ¿irregular contours¿. The device remains implanted.